Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Analysis of the device is in process; the results will be forwarded when available. Manufacture date for lead serial number unavailable at time of report. Will be sent when becomes available.

Event description:
It was reported the patient had a septic shoulder joint replacement and rheumatoid arthritis. The patient died. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received.

Event description:
It was reported the patient had a septic shoulder joint replacement and rheumatoid arthritis. The patient died. There is no allegation from a health care professional that the death was device related. Death certificate was later received and reported the cause of death to be septic shoulder joint replacement and rheumatoid arthritis. The patient had a total shoulder replacement done in 2008, a shoulder joint relocation in 2009, and irrigation of infected shoulder joint nine months later.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Evaluation summary - battery depletion-normal. No anomalies found. Proximal segment returned and analyzed. No anomalies found. Proximal segment returned and analyzed. No anomalies found. Proximal segment returned and analyzed.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. There is no allegation from a health care professional that the death was device related. The cause of death has been requested and not received. Analysis of the device is in process; the results will be forwarded when available.